Event description:
It was reported in a clinical trial procedure to treat a saccular intracranial aneurysm measuring 9.2mm in the left internal carotid artery-ophthalmic (c6 segment), that the patient had a headache after the procedure and intermittently since the procedure. The headache was accompanied by nausea. No diagnostic tests, treatment, interventional procedures or hospitalizations were performed in response to the headache. Headache is reported as recovering/resolving. According to the site, the reported event was possibly related to the subject guide wire. No other information is available.

Manufacturer narrative:
Report 1 of 3: device is not available to manufacturer.

Event description:
It was reported in a clinical trial procedure to treat a saccular intracranial aneurysm measuring 9.2mm in the left internal carotid artery-ophthalmic (c6 segment), that the patient had a headache after the procedure and intermittently since the procedure. The headache was accompanied by nausea. No diagnostic tests, treatment, interventional procedures or hospitalizations were performed in response to the headache. Headache is reported as recovering/resolving. According to the site, the reported event was possibly related to the subject guide wire. No other information is available.

Manufacturer narrative:
The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. There are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based on the information provided in the complaint, it was reported 'headache. Patient had headache after procedure and intermittently since the procedure. Sometimes with nausea due to headaches. The implanted device covered the ophthalmic artery'. The left internal carotid artery-ophthalmic (c6 segment) saccular intracranial aneurysm measuring 9.2mm evolve was successfully implanted with a procedure duration of 95min. No delays were noted and not device deficiencies noted. Headache is associated with covid. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment and does not require escalation to senior management. An assignable cause of anticipated procedural complication will be assigned to the reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.